Manufacturer narrative:
Follow-up received on 15-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and abnormal abdominal pain/severe and abnormal cramping and abnormal bleeding, amongst non serious events. Plaintiff underwent a total hysterectomy, bilateral salpingectomy and oophorectomy. The events, seen as abdominal pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the positive temporal relationship and the lack of alternative explanation, causality between events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2011 for permanent birth control. In (B)(6) 2011 she began experiencing severe and abnormal abdominal pain, abnormal bleeding, severe and abnormal cramping, metallic taste in her mouth, rashes, itching, prolonged periods, and bloating. In (B)(6) 2015 she began experiencing pain and bleeding during intercourse, migraines, vaginal discharge and infection. On (B)(6) 2016 she underwent a total hysterectomy, bilateral salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes, and left ovary. While most of her symptoms have resolved since her surgery, others remain. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and abnormal abdominal pain/severe and abnormal cramping and abnormal bleeding, amongst non serious events. Plaintiff underwent a total hysterectomy, bilateral salpingectomy and oophorectomy. The events, seen as abdominal pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the positive temporal relationship and the lack of alternative explanation, causality between events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.